Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in filling and loading a new cartridge, ensuring the pump was properly cleaned and the cartridge snapped fully into place. Ultimately, the caller was able to complete the load process and resume insulin delivery successfully.